Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown.investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately, eight years post deployment, CT scan revealed that the filter was malpositioned where the filter projects within the intrahepatic segment of the ivc with the tip extending near the junction of the ivc and right atrium. And the device appears to be tilted rightward. Three days later, mr evaluation revealed that the filter was migrated. Ten days followed by that, multiple unsuccessful attempts were made to retrieve the filter. Tte findings revealed that, 2 fractured struts were observed where one appears to be in the liver and other appears lodged within the heart. Therefore, the investigation is confirmed for the filter tilt, detachment of filter limbs, perforation of the ivc walls, retrieval difficulties and filter migration. Based upon the available information, the definitive root cause is unknown.labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.(B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached,tilted and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.